Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the system was being continuously inaccurate, even after taking snapshots, throughout the course of a lab. The deviation was between 3.5 and 10mm. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: a medtronic representative went to the site to perform a system check out and the surgeon screen bolts were tightened. The system passed all functional tests. The system functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.